Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer was dispatched to the facility. The three damaged parts, which were the cable, a printed circuit (pc) board whose contact was damaged by the cable, and the pc guide were replaced. The security knob and the pt unit's base where it is secured were undamaged and they were not replaced. It is stated in the user's manual that "before transporting the ventilator with or without a pt connected: be sure the pt unit and the user interface panel are securely attached and locked." The root cause of the event was the unsecuring of the pt unit with the security knob. According to our records, the ventilator has been in use since 2010. (B)(4).